Event description:
The user facility reported a 65-year-old male patient on impella cp for mechanical circulatory support. It was reported that the patient experienced a bleed out of the impella site at the area of repo sheath insertion. The physician repositioned the repo sheath. The bleeding was resolved, and dressing was applied.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.